Event description:
It was reported that an unspecified alarm occurred. Reportedly, the customer changed the infusion set and resumed insulin therapy. Customer's blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.